Event description:
Silicone implants obtained (B)(6) 2005. Left breast pain and swelling began (B)(6) 2012. Met with doctor (B)(6) 2012. Determined left breast implant has ruptured and created scar tissue. Surgery needed to remove implant and scar tissue. Surgery scheduled for removal of implant on (B)(6) 2012. Implants will not be replaced. Pain, muscle aches, fatigue and joint aches and tenderness have increased since rupture. Reason for use: correct asymmetry of breast.